Event description:
It was reported that during a procedure a catheter was not recognized on carto 3 system. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(6) 2012, bwi failure analysis lab noted white foreign materials underneath electrode rings #2 and #18 both on the proximal have side. This catheter condition was not reported by the customer. Further information has been requested in regards to the received catheter condition. At this point, no additional information is available yet as to whether or not this catheter condition was noted prior or after the catheter use; the type, size and color of sheath used in conjunction with the catheter; if the physician had any difficulty in catheter manipulation during the procedure; or if the returned catheter condition was noted by the sender, etc. This type of catheter condition with foreign material is assessed as reportable event marking this date (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 regarding the type and size of sheath during the procedure. The type and size of sheath during the procedure was non-bwi sheath: type: swartz sl0; size 8fr. (B)(4).

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure a catheter was not recognized on carto 3 system. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign materials underneath electrode rings #2 and #18 both on the proximal have side. This catheter condition was not reported by the customer. Further information has been requested in regards to the received catheter condition. At this point no additional information is available yet as to whether or not this catheter condition was noted prior or after the catheter use; the type, size and color of sheath used in conjunction with the catheter; if the physician had any difficulty in catheter manipulation during the procedure; or if the returned catheter condition was noted by the sender, etc. This catheter condition with foreign material was assessed as reportable event. The white foreign materials noted specific on this lasso catheter, were sent for fourier transform infra red analysis (ftir) testing. The ft-ir test was performed to identify the type of foreign materials which demonstrated that the particle from ring #2 was an abs polymer - based material, while particle on ring#18 was a barium sulfate - based material. It is unknown how the ring was damaged and the origin of the foreign material. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to address this issue. As this catheter was returned for lasso catheter recognized on the carto 3 system, the eeprom reading of the catheter was attempted however it displayed an error message. Thus this determined that the eeprom is corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported complaint was verified.